Event description:
Boston scientific received information that during a routine follow up this right atrial (ra) lead revealed high pacing impedances greater than 2000 ohms, in addition no sensing or pacing was observed. During isometric testing noise was also present on the lead when the patient moved their head. A review of an electrogram (egm) confirmed the noise and insulation damage was suspected. A revision procedure was performed and a decision was made to abandon the right atrial (ra) lead and a new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
The abandoned lead was not returned to boston scientific therefore, the clinical observation could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.